Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, illness requiring steroids, blood coagulation disorder, pain, swelling, mobility(B)(6) are same patient).